Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information has been requested, but not available at the time of this report.

Event description:
The customer reported that the patient in room 220 went into a desat condition at 8:23 am on (B)(6) 2017. The customer claims there was no audible alarm at the information center ix. The customer has stated that an "unfavorable outcome" occurred for this patient.

Manufacturer narrative:
The customer contacted philips about this occurrence prompting the creation of a field case for onsite evaluation of the product. Field service engineer (fse) went onsite to evaluate the device noting that a recent upgrade of the system had taken place. The fse confirmed that the information center ix was operating per specification including operation of audio. The fse retrieve clinical audit logs which were reviewed. The clinical audit data shows that a desat alarm occurred at 8:23:24 (desat 76<80) which was silenced at the device named pkr-cmu-ov6 at 9:00:24. Testing of the device found it performing to specification. The device is considered to be at the customer site. The issue is not consistent with a malfunction of the device. A patient had an alarm event associated with a desat event for which an alarm was provided at 8:23:24 (desat 76<80) which was silenced at the device named pkr-cmu-ov6 at 9:00:24. This is a use related issue. The product tested to specification post incident with no evidence of any issue with the system audio or other performance issue.